Event description:
On (B)(6) 2024, a complaint was opened related to a cerebase distal access guide sheath. At the complaint initiation, the product code and lot number of the device including the issue of the complaint was not available as details and information has not been made available. On (B)(6) 2024, additional information was received. Per the information, the complaint device was a 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31150969). The unspecified damage was not noticed during the device prep, per the information, ¿the device was ok.¿ the device had not been re-shaped after removal from the packaging. It was stored and handled in accordance with the instructions for use (IFU). On (B)(6) 2024, further information was received. The information indicated the following: ¿at the beginning the catheter looked normal and it was inserted without any problem and without resistance or friction. The first passage with aspiration catheter trough the cerebase was good and without problem, by the second attempt it did not work anymore, the feeling was a narrowing of the lumen of cerebase. In the meantime there was no evident movement of the cerebase itself, no further friction or anything else, a very normal and standard manipulation. The only interesting thing was the heavy calcified aortic arch at the origin of the cervical vessels. The procedure was successfully performed with other materials and without any problem for the patient. After removing the damaged cerebase we noticed the problem about 10-15 cm before the tip end, exactly at the origin of the brachiocephalic trunk, where the vessel was heavy calcified. We had the feeling that one "support" layer of the catheter could be damaged, causing some kind of "collapse" of the lumen and a stretch of the outer layer for a length of a couple of centimeters, resulting in a complete loss of support of the catheter. The distal part was not disconnected from the shaft and we could remove everything over a guidewire without any problem.¿ the 90 cm cerebase straight distal access guide sheath was returned for evaluation and analysis. Based on the result of the product analysis completed on (B)(6) 2024, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event is not known. Section e.1: the initial reporter phone was not available / reported. Section h.9: FDA correction/ removal reporting no.: 3007628272-02/02/2024-001-r. The complaint device was returned for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 90 cm cerebase straight distal access guide sheath was received contained in the decontamination pouch. Visual inspection was performed. The catheter was received with fracture of joint between the pebax 72d segment l10 and the main vestamid shaft. The braid was significantly stretched between the separated segments. There was a kink without evidence of cracking in the vestamid shaft material about 2.5 cm proximal to the fracture just proximal to the edge of the hydrophilic coating. The other joints in the distal region of the catheter were intact, without obvious separations. Inspection shows the polytetrafluoroethylene (ptfe) liner delaminated from the outer layers and occupies the lumen on the vestamid side of the fracture. The segments l10 and vestamid shaft separated relatively cleanly from one another, indicating inadequate adhesion of the two segments at their interface/edge. The exposed braid wire between the segments was clean and free of polymer remnants, indicating it pulled free from the polymer topcoat relatively easily. Comparison of catheter versus reference catheter shows that there is little melting and adhesion at the face of the joint. Inspection also shows elongated polymer topcoat and jagged interface edges of the l10-vestamid bond at the break. Outer diameter (od) dimensions were taken at all segments and interfaces, as well as 3 points along the proximal shaft. All dimensions met the drawing specs of 0.106-inch to 0.110-inch distally (tip ¿ l9), and 0.107-inch to 0.111-inch proximally. A tensile test was performed, and the work required to pull test the unit was 4.44 joules. For reference, the work to pull test a properly fused catheter is above 14 joules. Conclusion: based on the images and the work value associated with tensile test of the unit, the catheter did not receive sufficient heat to form an adequate bond of the segments to each other nor to the underlying ptfe. This issue is being addressed through cerenovus quality system. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.